Manufacturer narrative:
Additional information: on june 24, 2020, mentor became aware that the patient actually underwent bilateral device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on july 30, 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 0.3 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 275cc saline mentor siltex round moderate profile breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.